Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and therapy cable and was able to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently would not recognize that the therapy cable was plugged into the device. This occurred during use with a patient. There was no adverse effects to the patient. The customer was able to obtain a back-up device with minimal delay and the patient was cardioverted. The customer does not have any other information regarding the patient.

Event description:
The customer contacted physio-control to report that their device intermittently would not recognize that the therapy cable was plugged into the device. This occurred during use with a patient. There was no adverse effects to the patient. The customer was able to obtain a back-up device with minimal delay and the patient was cardioverted. The customer does not have any other information regarding the patient.

Manufacturer narrative:
Physio-control replaced the device's therapy connector assembly and therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was due to bad crimps on the brown and red wire. Physio-control further evaluated the removed therapy pcb assembly. No issue was found with this component.